Event description:
Clinical study. It was reported that 406 days post index procedure, the patient experienced a target vessel revascularization (tvr) the index procedure treated an ostial lesion in the proximal right coronary artery (rca) for existing in-stent restenosis. The vessel was 3.5 mm wide, 20 mm long, and 99% stenosed. There was mild calcification. The physician predilated the lesion prior to placing a 3.5 x 20mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient received plavix prior or during the procedure. The patient was dischareged one day later on aspirin, plavix and crestor. On day 406, the patient experienced a tvr in the prox rca for proximal edge in-stent restenosis. The treatment consisted of cutting balloon atherectomy. The patient was discharged the same day. In the opinion of the physician, there was a probable relationship between the tvr and the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.